Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Tandem technical support performed a pump system check and determined the cartridge had been re-used, and was in use past labeling. Cts educated customer on proper cartridge labeling. A manual insulin injection was administered to address bg level. Reportedly, a new cartridge was loaded onto the pump.